Event description:
It was reported the customer had a piece missing from their reservoir compartment. The customer's mother reported that she would hear a noise in the insulin pump. The mother stated the noise sounded like several fragments were inside the insulin pump or there was a loose part. The mother stated the reservoir compartment looked fine. The customer's blood glucose was 7.1 mmol/l. Customer was advised their insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip and a cracked belt clip slot. The insulin pump was received with minor scratches on the display window. No fragments were found inside of the device per visual inspection.